Event description:
It was reported that 8-oct-2019 the doctor found the clip broken during use on the patient. The broken clip fell off into the patient; doctor took it out and completed the surgery. The patient is fine.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544243 hemolok l clips 3/cart 42/box for investigation. Two loose clips were also returned. The cartridge and loose clips were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned empty. One clip had its hook broken off. The other clip had both pierced bosses and its hook broken off. Both clips appear used as there is biological material present on the clips. The clips breaking at the hook during clip closure was determined to be the result of an absence of the radius on the inner curve of the hook on one half of the clip. The root cause is due to improper dimensioning and tolerancing of the hook radius. The clips breaking at the bosses most likely occurred due to the porosity in the boss area that was likely caused by trapped gas or air in the material. This is a manufacturing related issue. CAPA 40009634 has been previously opened to further investigate issues related to clip breakages. Reference file anp1900072565 for investiga tion photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One loose clip had a broken hook. The other loose clip had a broken hook and broken pierced bosses. The root cause of the broken hooks is due to improper dimensioning and tolerancing of the hook radius. The clips breaking at the bosses most likely occurred due to the porosity in the boss area that was likely caused by trapped gas or air in the material. This is a manufacturing related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hook" was confirmed based upon the sample received. One cartridge and two loose clips were returned. The cartridge was returned empty. One loose clip had its hook broken off. The other clip had both pierced bosses and its hook broken off. The clips breaking at the hook during clip closure was determined to be the result of an absence of the radius on the inner curve of the hook on one half of the clip. The root cause is due to improper dimensioning and tolerancing of the hook radius. The clips breaking at the bosses most likely occurred due to the porosity in the boss area that was likely caused by trapped gas or air in the material. This is a manufacturing related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 3/cart 42/box lot# 73f1800383 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2019 the doctor found the clip broken during use on the patient. The broken clip fell off into the patient; doctor took it out and completed the surgery. The patient is fine.